Manufacturer narrative:
Received 1 used small universal arcticgel pad with the original unit packaging. Visual inspection noted no obvious defects. A functional evaluation was performed via a flow rate test. The pad was connected to the arctic sun machine model 2000 for 10 minutes and water immediately started flowing to the pad without any problems. Small universal pad kit (4/case): a total of 8.46 l/min m2 of flow rate was registered during the test. According to the test method the flow rate was within specifications as the flow rate must be above 3.9 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was unconfirmed as the product met specifications. The instructions for use state the following: ¿once all the pads are primed, assure the steady state flow rate displayed on the control panel is appropriate for the number of pads connected" the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic pads were placed on a neonatal patient and was allegedly leaking. The leak was coming from the pad itself and has caused the hypoallergenic nonwoven layer to lift off the pad. Therapy was interrupted and the leaking pad was removed and another pad was placed on the patient. There was no reported patient injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.